Manufacturer narrative:
Please note: any further information received on this incident will be reported in a supplemental report.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 103452-2012-00087 indicating the model # as a 5490ivc bed with a serial number of (B)(4). This is the foot bed end. The correct model is a 5410ivc bed and the serial number is unkown.

Event description:
End user states there was a cable underneath the bed frame that became pinched when she was lowering the bed. End user stated that when the cable was pinched, it became damaged and there was a spark that occurred. End user stated she now manually raises and lowers her bed. End user was referred to a local dealer for evaluation and repair. No injury.